Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
A report was received that stated during patient use,the right side of the device flange broke, which allegedly caused stress to the left side of the device flange and caused it too to break. The damage to the flange occurred after 1 month of use. The tracheostomy tube was replaced. No adverse effects to patient were reported.